Event description:
It was reported that patient was experiencing issues with his inflatable penile prothesis (ipp) because there was a crack in the right cylinder connecting tube. A surgical intervention was performed where the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined. The pump tubings were cut down to the pump block. No leaks were found. Microscope examination identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the information available and analysis results, the reported hole was unable to be confirmed.

Event description:
It was reported that patient was experiencing issues with his inflatable penile prothesis (ipp). A surgical intervention was performed in which it was identified a crack in the right cylinder connecting tube. As a result of the intervention, the pump was replaced. There were no patient complications.